Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 04jan2019. The manufacturer's field service engineer confirmed the reported touchscreen issue and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used

Manufacturer narrative:
Corrected from serious injury to product malfunction. Report date: 03/26/2019. Manufacture date: 05/15/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen issue.¿ was unable to confirm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.